Event description:
It was reported that this patient experienced dual arrhythmia, where the patient exhibited atrial fibrillation with ventricular tachycardia. It was found that the patient's condition led to an undersensing of this non-boston scientific right atrial lead. The device appropriately delivered antl-tachycardla pacing (atp), however, the atp was not effective. Troubleshooting options were discussed and recommended. Further review of the ra lead was also recommended. At this time, the crt? D system remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).